Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for intractable spasticity. It was reported that the pump system was removed, on (B)(6) 2021 due to an infection.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012explanted: (B)(6) 2021 other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4) ubd: 06-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.